Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® bivona flextend¿ tts¿ pediatric tracheostomy tube was asymmetrical, causing a leak when used with a patient's ventilator; making it difficult to ventilate the patient. No injury was reported.

Manufacturer narrative:
Two devices were returned for evaluation without their original packaging. Visual inspection found no damage on the devices. Leak testing was performed and did not observe any leakage. Air cuff symmetry testing was performed and found that the devices did not inflate uniformly. The devices underwent inflation instructions per the instructions for use and met specifications. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of 32 assemblies was performed for inflation and leak testing and did not observe any issues. Based on the evidence, a root cause was unable to be determined. The device performed within manufacturing specifications.